Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the large keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.physio-control further evaluated the removed large keypad assembly and determined that the cause of the reported failure was due to conductive material that was very worn on both plastic bubbles of the on button. The failure led to intermittent operation of the on button.

Event description:
It was reported that the device failed to power on. There was no report of patient use associated with the reported failure.upon evaluation by physio-control, it was observed that the on button was intermittent during power on.